Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted the right ventricular (rv) lead exhibited failure to extend the helix. The rv lead was not used and the patient was in stable condition.

Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. Final analysis found that as received, a complete lead was returned in one piece with the helix extended and clogged blood/tissue. X-ray examination shows that the inner coil in the connector region was over torqued due to procedural damage. The cause of the reported event was due to the over torqued inner coil in the connector region and the helix/inner coil clogged with blood/tissue. No other anomalies were seen.